Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: could you please confirm what is the severity of the burn? (Please see degrees of burns below and choose one). First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches). Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the affected (patient or user)? Answer: a (B)(6) child received a burn from the reflective side of the blanket. Burn was on left hand and wrist and was noticed at end of procedure. Megasoft pad was used. A lot of stuff was used between the patient and the pad. Almost 2 inches between patient and the electrode. The air device curled and the patients arm was placed on the reflective side of patient that is not supposed to happen. Position of the patient was in the supine position. The arm was extended a little bit and that is when the arm contacted the metal part. 6cm long and 3cm wide for the burn. Redness with a little bit of blistering which is indicated as a 2nd degree burn. Additional information received: operating room setup the operating room table setup during this procedure was reviewed. While the original setup from the procedure on (B)(6) 2021 was not recorded or photographed, (B)(4) was able to provide detailed information on the table setup, as there is little variation in the setup for pediatric patients that utilize the mistral air warming blanket and megaoft return electrode. The material stack up between the patient and the megasoft return electrode was given as follows, starting at the cushioned or bed and stacking upwards: megasoft return electrode, or table cover, mistral air warming blanket, drawsheet, patient. The position of the megasoft return electrode is captured in attachment ¿or table pad position¿; the stack up of material as employed during a procedure (with inflated mistral air blanket) is captured in attachment ¿operating room table ma inflated.¿ these photos were taken (B)(6) 2022 by biomed (B)(4) of a table setup prior to a pediatric procedure (note that the patient¿s head would be supported with the pillows shown in ¿or table pad position). Shown at the close end of the inflated mistral air blanket in ¿operating room table ma inflated¿ is the reflective underside. This is the material that the patient¿s arm and hand came into contact with during the procedure on (B)(6) 2022. Damage to megasoft return electrode and cabling: the megasoft return electrode that was present in the room after the procedure on (B)(6) 2021 was provided to ce by (B)(4) for evaluation. Biomed (B)(4) retrieved the return electrode extension cable present in room 14 where the event occurred. The megasoft return electrode has two areas of damaged outer lining. (B)(4) also noted that the connectors of the cable were damaged; one connector housing also appeared melted. The extent of the contribution of this damage to the burn event, if any, is unknown. Conductivity of mistral air warming blanket: while the reflective side of the mistral air does not show electrical continuity when tested with a standard multimeter, testing performed by (B)(4) determined that this side of the blanket will conduct current when 10w-30w (typical esu power level) is applied to it by an es pencil. Conclusion: the root cause of the burn event is unknown, but further investigation has noted several device use and safety issues that need to be addressed regardless of their contribution to the burn event. Two factors most likely contributed to the event: the ability of the megasoft pad to ¿connect¿ with the patient (via an electrical interaction called capacitive coupling) and return current to the esu was hindered by the stack up of material between the patient and the pad. Because the circuit between the patient and the pad was diminished, a portion of the current in the circuit sought an alternate path to ground, which was through the patient¿s arm and hand into the mistral air blanket. To maximize the capacitive coupling effect that completes the electrosurgery circuit: no more than two sheets should be placed between the patient and the megasoft return electrode, as recommended by the manufacturer ethicon. Forced-air warming blankets that inflate during use (stryker mistral air, 3m bair hugger) should not be placed in between the patient and the return electrode. The inflated blanket creates too large of a distance between the patient and electrode, diminishing the electrode¿s ability to act as a capacitor in the circuit with the patient. The amount of surface area overlap between the patient and the megasoft return electrode needs to be maximized to produce the best capacitive coupling effect. Note that this does not mean that the patient needs to be in direct contact with the electrode, but rather that the patient should be over as much of the pad as possible. This especially needs to be considered with pediatric patients who will have less surface area contact with the electrode than an adult patient, simply because they are smaller. Every megasoft electrode and the cabling connecting it to the esu needs to be inspected before each use. The ability of the electrode to form a capacitor with the patient is diminished if there are breaks/abrasions in the skin/gel of the pad. Damaged cables can inhibit the flow of return current to the esu to prevent breakdown of the megasoft electrode clean only with the following solutions (as recommended by the IFU): 1:10 diluted bleach solution; glutaraldehyde; o-phenylphenol; o-benzyl-p-chlorophenol; p-tertiary amylphenol. Thoroughly rinse the pad with clear water to remove cleaning solution residue. This is important as chemical buildup will harden and damage the outer skin of the pad and may cause it to fail. Do not use alcohol or wipes/solutions containing alcohol (including the purple sanitizing pads) as this will discolor and harden the outer layer of the electrode, making it more likely to rip and fail. Make sure the pad is dry before use. To minimize the potential that the mistral air warming blanket will create alternate paths to ground for electrosurgery current: consider using a different method of warming altogether. Consider using a different type or brand of forced air blanket that does not have reflective material. While draping the patient, ensure that no part of the reflective backing is in contact with the patient. Ensure that no part of the reflective backing is in contact with another metal object in the or that could become a potential route to ground. Consider using adhesive grounding pads instead of megasoft return electrodes during electrosurgery where the mistral air system is being used. This will create a direct route for current to move from the patient back to the esu instead of relying on the capacitive coupling of the megasoft electrodes. Providing a direct current connection in the esu circuit instead of a capacitive coupling one may provide protection against accidental alternate paths to ground. It is also important to note: the patient does not need to be in direct contact with the megasoft pad ¿ 1-2 sheets between the patient and the pad are acceptable (though the manufacturer does recommended direct contact if possible). Patients can still wear metal jewelry or have other metal objects in or on them while undergoing electrosurgery with the megasoft pad. What happens is that the metal becomes part of the capacitor that the pad creates with the patient. The most important overall takeaway from this is: diminished capacitive coupling between the patient and the megasoft pad will lead to a greater impedance (a force that resists the flow of electric current) in the electrosurgery circuit. This will impact the function of the esu pencil at the surgical site, making it seem less effective. If the power on the esu is increased, this adds more current to the already struggling circuit. Regardless of whether additional current is added to the circuit, the current in the circuit has a greater electric potential to find an alternate pathway to ground. This could cause arcing or burns on the alternate ground pathways, representing a risk to patient, clinicians, and equipment. There was no evidence of diminished power reported. Note body (local language). Additional information was requested, and the following was obtained: what medical intervention was used to treat the burn? (Such as salve or stitches). The injury was treated with antibiotic ointment. Besides the burn, did the patient experience any adverse consequence due to the issue? No long-term functional defects were anticipated by the physician who treated the injury. Are there any anticipated long-term effects from the burn or injury? No long-term functional defects were anticipated by the physician who treated the injury. What is the current status of the patient? No long-term functional defects were anticipated by the physician who treated the injury. What was the surgical procedure? Unknown. Was the pad rinsed and let dry before it on this surgical procedure? At the time of the event, the pads were being wiped down with super sani-cloth brand sanitizing wipes. How was pad cleaned? At the time of the event, the pads were being wiped down with super sani-cloth brand sanitizing wipes. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? On (B)(6) 2021, the attending physician of the department where this event occurred made the decision to not use the megasoft pad return electrodes in the department going forward. If a megasoft pad must be used, no metal objects may be near the bed. The surgeon who performed the procedure where the event occurred has also decided to only use adhesive-type return electrodes with their patients. Will the megasoft pad (B)(4) be returning for analysis? I can return the pad for evaluation, if you can please provide a return kit. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that a pediatric patient received a burn during a procedure. Customer wanted to know if this could be caused by having to many layers of draw sheets between the patient and the pad. Stryker mistral air thermal device was between the patient and pad.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The pad was returned with a cut and gel expose at the seal area. The pad was functionally tested with a multimeter and performed as expected. No issues were found that could have contributed to the reported event. The damage is likely caused by exposing the pad to other equipment or sharp objects which has damaged the surface of the pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Photo analysis: this is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image (001059510 damage to megasoft return electrode and cabling 2 jpg): the image provided show a pig tail connector damage. Image (001059510 damage to megasoft return electrode and cabling); the image provided show a pig tail connectors damage. Image (001059510 or table ma inflated): the image provided by the customer shows a or table. Image (001059510 or table pad position): the image provided by the customer shows a with a megasoft pad within or table. Image (001059510 bse 171149 burn injury): the patient¿s hand is mostly warped by cloth with some surgical covering material inside. Redness and blister were seen on the back of the patient's little finger. The child also has a red area (a few centimeters long x a few wide) on the back of the forearm and likely has blisters. The appearance of these two areas are consistent with second degree of thermal injury. Judging from the shape of the burn, it is possible that the affected area came into contact with something unexpected during the operation. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished lot/batch 207571003 and no non-conformances were identified. 2022-11,a manufacturing record evaluation was performed for the finished lot/batch 207571003 and no non-conformances were identified. (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. Mw# (B)(4) attached.